Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels due to overbolusing for lunch. The blood glucose reading was 40 mg/dl, and the customer declined troubleshooting for low blood glucose. She stated that she did not see any arrows going up or down after calibration. Educated customer on sensor use and calibration protocol. Nothing further reported.